Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (on or about 2010, underwent a hysterectomy). At the time of the report, the allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and was found to have weight increased ("gained so much weight"). The patient was treated with surgery (on or about 2010, underwent a hysterectomy). At the time of the report, the allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :allergy to metals and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- weight gain, reporter was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on or about 2010, underwent a hysterectomy). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.